Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence.

Event description:
It was reported that in the review of a MRI scan it was found two tiny metal spheres which the customer suspects that these came from the wand used during the procedure. Additional information of the device and the event had been request.